Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and the screen was completely black. A field service engineer (fse) powered off the unit and disconnected all cables from the power supply. During power-on attempts, the power supply emitted a clicking noise, confirming hardware failure. The defective power supply was replaced with a known-good unit, restoring system functionality. The fse subsequently replaced the faulty power supply and backup battery with new components to resolve the issue. System performance was tested and successfully verified using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lrg1-cdu1 station repeatedly shut down, displayed an alternating current power off error, and the user suspected an internal battery malfunction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.